Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient had inappropriate shocks for t wave oversensing on the ventricular lead. The lead remains implanted and there were no further patient complications reported as a result of this event.